Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 478 mg/dl which was treated with boluses on the insulin pump. Customer stated that they were unable to calibrate sensor for auto mode due to high blood glucose. Customer stated that they using auto mode on the insulin pump but was not in auto mode during the high blood glucose. Customer was assisted with linking meter to the insulin pump using auto mode. The insulin pump will not be returned for analysis.